Event description:
Customer reported device case was broken and requested repair. Also, according to the reporter, the device would not power up. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the case was broken and the device would not power on. Physio replaced the case and observed that a ribbon cable, designator w04, was disconnected at the plug connector, designator p2, from the system pcb assembly jack connector, designator j2. The cable was reconnected and then proper device operation observed through functional and performance testing. The device was returned to the customer for use. Root cause for the reported incident was a disconnected cable inside the device.